Event description:
Update: jan 3, 2014: head and stem are not depuy products.

Event description:
Revision surgery performed . Pinnacle acetabular cup was explanted and replaced with another company's product. Patient sustained a spasm and dislocated her hip.

Manufacturer narrative:
The head and stem are not depuy product. Depuy considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Not returned.